Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with one strut on the fourth proximal row lifted distally from the stent profile. A snap gauge was used during examination to measure the crimped stent outer diameter (od) on the undamaged side was within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-nov-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 30mm in length, 4.25mm in diameter, eccentric and the de novo target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). The lesion contained a >45 and <95 degrees bend. After a guidewire successfully crossed the lesion, pre-dilation was performed using a 2.00x08mm balloon catheter, leaving 60% residual stenosis in the lesion. Then a 4.00x32mm promus element ¿ drug-eluting stent was advanced to the lesion; however, after almost 10 to 15 minutes of negotiation, the device failed to cross. Pre-dilation was performed again, but nothing worked. The procedure was completed using a 4.00x38 non-bsc stent. No patient complications were reported and the patient's status was stable and is doing well. However, returned device analysis revealed stent damage.